Event description:
As reported, in 2007, this pt was implanted with gore excluder aaa endoprostheses. At an unknown date an unspecified endoleak was observed. In 2008, a review of the films by gore demonstrated sac growth in the absence of endoleaks.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.